Event description:
It was reported that the penta was being inserted over a bmw guide wire but resistance was met. The stent delivery system (sds) was removed from the guide wire and the guide wire was wiped down several times. The penta was readvanced and more resistance was met, so the system was removed again. It was then noted that the tip of the catheter had detached from the sds and was located on the guide wire. No patient injury was reported.